Event description:
It was reported that at implant, the patient's blood pressure dropped. Echocardiography found a large pericardial effusion. Pericardiocentesis was performed, and the lead was repositioned. When the bleeding would not stop, the patient was transferred to surgery where more blood was drained. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.